Event description:
Careful dilation and angioplasty of both the right and left external iliacs, which were heavily calcified, allowed for entry of both the 18fr and 12fr sheaths. However, following successful delivery and deployment of the excluder devices, upon removal of the sheaths, both iliac were torn requiring surgical bypass grafts. Pt sustained blood loss of three units, but was reported to be in stable condition later that evening.